Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the damaged haptic of the iol was noticed during the lens insertion in the eye. The lens was removed by cutting. The incision was enlarged. A back up lens was implanted and the procedure was completed as expected. Additional information regarding this event was requested but was not obtained.

Manufacturer narrative:
Only half of the lens was returned for evaluation. Visual inspection of the lens found that the optic was cut or torn in half. One haptic plate was attached to the returned piece of the optic and was not damaged. Both haptic arms were intact and were not damaged. The other half of the lens was not returned. It could not be determined if haptic damage occurred on the section of the lens that was not returned. Functional testing cannot be performed due to the damage. Device history records were reviewed and no discrepancies or anomalies were found. Based on the available information, user related factors or procedural factors might have caused this event.